Event description:
The reporter stated there was improper syringe recognition. There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The unit accepted a 60cc bd syringe as a 30cc syringe and a 20cc syringe as a 10cc and would infuse as such due to the lower part of the upper spring of the barrel clamp having stretched and slipped past the stop on the barrel clamp rod. Medex was able to confirm the issue and determine a cause. The unit will be repaired and returned to the customer. This issue is being monitored for trend. No additional action is necessary at this time. Medex considers this MDR closed with this report.